Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: there was an unexplained pump reboot event in the pump's black box history on (B)(6) 2015, however the complaint was not duplicated during the investigation. There was visible rust found in the battery compartment and on the battery cap. A leak test failed due to a battery compartment leak. The battery compartment was cracked on the side from the threads to the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment and cap were damaged and there was evidence of moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.